Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Event description:
It was reported that during a stenting treatment procedure a stent dislodgement occurred. Access was obtained via the right femoral artery. The 85-100% stenosed target lesion was located in the right coronary artery (rca). A pt2 guidewire was positioned in the distal rca and the lesion was predilated with a 2.5mm balloon. Two 2.5x32mm taxus stents were then positioned overlapping in the mid and distal rca and deployed at 16atms for 10 seconds. A 2.75x24mm taxus liberte stent was then positioned in the proximal rca, overlapping the previously placed mid rca stent. However, while trying to deploy the stent, the stored torque in the 6fr jl4 guide catheter pulled the partially expanded stent back into the aorta and into the guide catheter. The physician deflated the stent delivery balloon and the stent delivery system (sds) and guide catheter were removed from the patient. When the sds was removed from the guide catheter outside the patient it was noted that the stent was not longer on the stent delivery balloon. Fluoroscopy revealed that the stent was next to the right femoral sheath at the femoral head. No further attempts were made to remove the dislodged stent. A 6fr catheter was then inserted into the patient¿s left femoral artery and a new 2.75x24mm taxus stent was positioned in the proximal rca and was deployed at 18atms for 10 seconds. Ivus revealed that the stents were fully dilated and well deployed with less than 10% residual stenosis in the lesion. A 3.00x24mm taxus stent was then deployed in the 75% stenosed mid left anterior descending artery (lad) at 16atms for 10 seconds. Ivus revealed that the stent was well opposed to the vessel wall and there was less than 10% residual stenosis in the lesion. Further angiography was performed on the right iliac artery, revealing stenosis along with what appeared to be a spontaneous dissection; however, there was excellent flow through the vessel and as the patient was not symptomatic, no intervention was needed. The patient was taken to surgery for removal of the dislodged 2.75x24mm taxus liberte stent. The surgeon explored the common femoral artery all the way up to the mid external iliac artery and down to the superficial femoral artery and was unable to locate the dislodged stent. The arteries were back flushed and there was still no evidence of the dislodged stent. The patient was then x-rayed from the bifurcation of the aorta down to the level of the knee and the stent was still unable to be detected; per the procedure notes it was therefore "assumed" that the stent has been removed from the patient's body. The patient was returned to the recovery room in stable condition and was discharged from the hospital two days later.

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. Access was obtained via the right femoral artery. The 85-100% stenosed target lesion was located in the right coronary artery (rca). A pt2 guidewire was positioned in the distal rca and the lesion was predilated with a 2.5mm balloon. Two 2.5x32mm taxus stents were then positioned overlapping in the mid and distal rca and deployed at 16 atms for 10 seconds. A 2.75x24mm taxus liberte stent was then positioned in the proximal rca, overlapping the previously placed mid rca stent. However, while trying to deploy the stent, the stored torque in the 6fr jl4 guide catheter pulled the partially expanded stent back into the aorta and into the guide catheter. The physician deflated the stent delivery balloon and the stent delivery system (sds) and guide catheter were removed from the patient. When the sds was removed from the guide catheter outside the patient it was noted that the stent was no longer on the stent delivery balloon. Fluoroscopy revealed that the stent was next to the right femoral sheath at the femoral head. No further attempts were made to remove the dislodged stent. A 6fr catheter was then inserted into the patient's left femoral artery and a new 2.75x24mm taxus stent was positioned in the proximal rca and was deployed at 18 atms for 10 seconds. Ivus revealed that the stents were fully dilated and well deployed with less than 10% residual stenosis in the lesion. A 3.00x24mm taxus stent was then deployed in the 75% stenosed mid left anterior descending artery (lad) at 16 atms for 10 seconds. Ivus revealed that the stent was well opposed to the vessel wall and there was less than 10% residual stenosis in the lesion. Further angiography was performed on the right iliac artery, revealing stenosis along with what appeared to be a spontaneous dissection; however, there was excellent flow through the vessel and as the patient was not symptomatic, no intervention was needed. The patient was taken to surgery for removal of the dislodged 2.75x24mm taxus liberte stent. The surgeon explored the common femoral artery all the way up to the mid external iliac artery and down to the superficial femoral artery and was unable to locate the dislodged stent. The arteries were back flushed and there was still no evidence of the dislodged stent. The patient was then x-rayed from the bifurcation of the aorta down to the level of the knee and the stent was still unable to be detected; per the procedure notes it was therefore "assumed" that the stent has been removed from the patient's body. The patient was returned to the recovery room in stable condition and was discharged from the hospital two days later.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a taxus liberte (mr) stent delivery system (sds) with no stent. Blood and contrast was visible in the distal and midshaft of the device which is consistent with the reported information that the device was used. The returned catheter was visually, tactilely examined along the entire length and no damage was found. The distal end was further inspected under magnification and it was determined that the stent was no longer present on the sds. There were stent strut impressions present on the surface of the balloon between the marker bands, indicating the stent was appropriately positioned and secured to the balloon in manufacturing. As-received, the balloon was in a deflated condition with some positive pressure applied and microscopic examination of the balloon presented no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).